Manufacturer narrative:
Concomitant medical products: product ID 3986ilc, lot# n23417, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
Information was received from a patient regarding the patient who was implanted with an implantable neurostimulator (ins) for reflex sympathetic dystrophy (rsd)/causalgia - complex regional pain syndrome. It was reported that the patient's ins was no longer working due to an impedance issue (impedance greater than 4000 ohms). The ins was turned off. The patient noted that she had low blood pressure and had broken a lot of leads due to falls. It was noted that the issue began in 2001. Additional information received from the patient confirmed that it was the implanted system that had the lead breaks. The patient was to see a neurosurgeon to replace the leads but nothing had been scheduled yet. The patient noted that she had complete body rsd and due to her autonomic dysfunction she had neurocardiogenic syncope which thankfully had resolved and she was off medication for. The patient also noted that it was unfortunate that she was having these issues at the same time as issues with her intrathecal pump from another manufacturer.